Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient is feeling a buzzing sensation at the device site "whenever machine activates" several times per day. The device is still in use. No patient complications have been reported as a result of this event.